Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had been exposed to an environmental exposure emi. The rep stated that the patient worked in a plant and a day before the call when he was at work, he felt like the stimulator had suddenly went all the way to the highest setting (the patient did not check with his patient programmer but was able to turn the ins off to help resolve the issue). The patient indicated he urinated on himself at that time as well. It sounded like there was a lot of emi producing items in the patient's work environment including welding equipment. The patient returned to work starting on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.